Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue occurring with more than one cartridge. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: a review of the black box showed a call service 162 loss of prime event with a low non-zero force. Investigation testing was unable to duplicate the alleged call service 162 loss of prime event during the basal duration testing. The force sensor calibration testing confirmed the force sensor was within specifications.